Manufacturer narrative:
The marathon catheter was returned for analysis with a guidewire protruding from the catheter hub. The catheter body was found to be punctured at approximately 7.2cm from the distal end with a guidewire protruding from the puncture for the length of approximately 2.5cm. The guidewire tip appeared to be shaped. The od (outer diameter) of the proximal of the guidewire was measured to be 0.0138¿. The od of the distal protruding segment of the guidewire was measured to be 0.0098¿. An unsuccessful attempt was made to remove the guidewire as it was found to be stuck within the catheter. No other anomalies were observed. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. Based on the device analysis and the reported information, the customer's report of "guidewire puncture" was confirmed. The returned marathon catheter was found to be punctured by a guidewire. The guidewire was found to have proximal od of 0.0138¿ and a distal od of 0.0098¿; which is not compatible with the marathon catheter. Per the marathon instructions for use: ¿the marathon is a flow directed micro catheter that can optionally be used with hydrophilic, 0.010" or less sized guidewires. The marathon is not compatible with non-hydrophobically coated guidewires greater than 0.010" in diameter."

Event description:
Medtronic received information that during an embolization procedure of a cerebral aneurysm, a competitor's guidewire perforated the marathon catheter. During the procedure, the physician started delivering the marathon microcatheter and a competitor's guidewire through the guiding catheter to the target aneurysm. When the marathon microcatheter came out of the guiding catheter, the physician noticed the guidewire perforated the microcatheter about 10cm from the distal end. For that reason, the physician removed the microcatheter and guidewire from the patient and used another marathon from different lot number to continue. The procedure was completed without further issue. The patient is fine, no adverse issue has been reported. Later the physician commented, he inserted the marathon microcatheter through the guiding catheter without using the stylet, and this might have caused the microcatheter to become deformed as accordion inside the guiding catheter and guidewire perforated the microcatheter. The guiding catheter was not kinked and no other abnormality was observed particularly, per physician. The vessel was moderately tortuous and small in diameter. The catheter was inspected prior to use and no abnormalities were found. The physician flushed the catheter as per the IFU. The guidewire was hydrated as per the IFU. No friction or difficulty was felt during insertion. The physician did not shape the guidewire nor the catheter. The catheter was inspected after use and no other damage was found other than the puncture from the guidewire.